Event description:
It was reported that when using the bd pyxis¿ medbank tower user unable to issue morphine item to patient as the medication already pull out earlier. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4:unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue the item to the patient. A technical support specialist (tss) confirmed that the medication was a profiled, ordered item, and both requests had been rejected by the pharmacy, as the rxverify request had already been approved and the item had been pulled. The item consisted of one bottle, was loaded in the system, and was half-full. The tss spoke with pharmacy, who confirmed that the medication had already been removed. The tss requested the pharmacy to explain the customer for the rejection reason, as the cubex machine was functioning as intended. The system functioned after the technical support specialist assessed the device.